Event description:
It was reported that the pt's "system has not worked from day 1". The hcp "went in to change catheter". It was not reported what intervention was performed. Per the reporter, when tested, "they say pump is working". The pt was "still in terrible pain". Medication changes have been made. The reporter indicated that "it does take away the pain when she sits but when she stands, she's in pain". Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.